Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Clinical specialist reported unit wouldn't expose until the hand switch save button was pressed. When checking logs representative found that the system was ignoring the command. The pendant kept reporting the deadman was opened and closed without any associated button presses. To resolve a replacement pendant was installed no further issues were witnessed. Machine works as intended. No further issues noted. B07, d02 codes applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to expose. Probable cause was pendant. There was no patient present.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported issue "unable to expose". Pendant passed visual inspection. Installed pendant on test system. The system and pendant booted and readied. Perform 2d and 3d imaging successfully. All pendant keys were functioning actuated correctly. Cable were stretched and stressed. No functional problem found. MDR codes: b01, c19, d14. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #:(B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.